Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0bm4f, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient was doing fine with their therapy, but was quite embarrassed over ¿uncontrollable flatulence,¿ particularly when they were in church. These episodes were directly attributed to the interstim. Impedances testing and reprogramming were noted. It was stated the patient was offered multiple reprogramming sessions, however they demanded it be removed. Two days later, it was indicated the explant was planned for (B)(6) 2014. The device had been turned off and the patient was doing fine. A follow up report will be sent if additional information is received.

Event description:
Additional information received indicated that the device had been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the (ins 3058) (serial#(B)(4)) revealed no anomaly found.